Event description:
It was reported that the remodulin syringe in the syringe pump unexpectedly ran empty at 0453, despite not being due for replacement until 1500. At the time the empty syringe was identified, the nurse attached a 0.4 ml flush to continue the infusion as prescribed. The medication concentration, infusion rate, and pump settings had been verified during shift change at 1920 the previous day. When the syringe ran empty at 0453, all pump settings were re-verified and confirmed to be correct. The remodulin medication was used during the infusion. The event occurred in the nicu operated by the health professional in the hospital. There was patient involvement, but no harm.

Manufacturer narrative:
B3: year is known, day and month is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A2. Age at time of event, a2. Age units (patient), a3a, sex, a4. Weight, and a4. Weight units. (Patient): correction. D10. Concomitant products: additional information. H6. Codes: updated. Device evaluation: the customer reported remodulin syringe in the syringe pump unexpectedly ran empty. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.